Manufacturer narrative:
The device has not been received for evaluation. (B)(4).

Event description:
Surgeon inserted screw into femoral tunnel 3/4 of the way. Sales rep. Stated that the surgeon did not initially drill far enough into the bone therefore when the screw was inserted, it did not go all the way in and was proud. When surgeon attempted to back out the screw the tip of the screw broke. The tip was removed and the remaining piece was left embedded in the bone. Surgeon indicated the removal of the screw would have loosened stability of the graft fixation. Allograft was fine. In order to provide more fixation, surgeon used high strength sutures through bone-tendon surface and opened up femur with a lateral incision and tied the knots.